Event description:
Pt's mom states that ms3 pump lost its sternal charge and programming was lost. Pt did not experienced any ade due to pump malfunction. Mother did not know the serial number of the pump. Asked mother to call back with the info. New pump being sent to the family with a return box for the old pump. No other info known. Diagnosis or reason for use: pah.